Manufacturer narrative:
The manufacturer previously reported a trilogy evo iberia ventilator was returned to a third-party service center for four-year preventative maintenance. There was no allegation of device malfunction. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the "in process" evaluation of the trilogy evo iberia device at third-party service center, an evt_battery_not_charging_fault error code was discovered in the device's event log. The root cause is a defective battery and the device's internal battery needs to be replaced to address the issue. Additionally, not related the device's system board tubing is contaminated; and it needs to be replaced. Per the requirement of the four-year preventative maintenance the device's air foam inlet filter, particulate filter and muffler will be replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The incorrect event date was entered in box b: adverse event or product problem. This report serves as a correction, and the event date has been updated to reflect the accurate information.

Event description:
A trilogy evo iberia ventilator was returned to a third-party service center for four-year preventative maintenance. There was no allegation of device malfunction. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the "in process" evaluation of the trilogy evo iberia device at third-party service center, an evt_battery_not_charging_fault error code was discovered in the device's event log. The root cause is a defective battery and the device's internal battery needs to be replaced to address the issue. Additionally, not related the device's system board tubing is contaminated; and it needs to be replaced. Per the requirement of the four-year preventative maintenance the device's air foam inlet filter, particulate filter and muffler will be replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.